Event description:
It was reported that during implant attempt, the implanter attempted four different lead positions in the rv septum. Each time lead impedance was >2000 ohms. 2 different sets of cables were tried; however, impedances remained consistently >2000 ohms. This lead was not used. A new lead was implanted, tested fine, impedances were normal. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.